Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was unable to rewind. Customer was assisted with rewinding the device. During troubleshooting, customer mentioned she was experiencing symptoms of low blood glucose. Customer did not feel well during time of call. Customer did not complete troubleshooting. Customer's last recorded blood glucose was 120 mg/dl. Customer will not be returning the device for analysis.